Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that "a needle was inserted into the port on (B)(6) 2011 in order to administer chemotherapy. The medical staff noticed swelling around the port under the skin and the patient cried the whole time. Liquid was inserted through the needle, the day after the patient had a fever. An x-ray was made of the spot and nothing unusual was found. Due to the continued swelling, intra venous line was stopped through the port. Port was removed on (B)(6) 2011 and the medical staff discovered that the needle perforated the port box."